Manufacturer narrative:
Engineering evaluation of the returned femoral component noted minor scratching on the articular surface and minor debris present on the anterior flange. The device history record provides assurance that the part was accepted with conformance to the product requirements. This is same event that was reported in 1038671-2009-00063.

Event description:
Revision of left knee total arthroplasty due to broken stem extension.